Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient (B)(6) received an scs system, which included an ipg, two competitor leads, and two lead adapter extensions (from the same lot) in the cervical area. It was reported that intraoperative impedance readings were high for both leads, and stimulation was only delivered when the extensions were not connected. The physician decided to explant and replace the extensions. Normal impedance measurements were observed with the replacement extensions. No additional pt complications were reported.